Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was stated that they was a change in efficacy. And it was stated that the event was related to therapy and device but not related to the implant procedure nor programming. Patient reported urine leakage in the last 6 months, so has the fi. Patient states that she does not feel any stimulation with device. Device was found to be off. No further complications noted or anticipated.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) urinary dysfunction. It was reported that the patient had a change in efficacy and an increase in symptoms; they had urine leakage in the last six months and fecal incontinence. The patient also stated they did not feel stimulation with the device. An interrogation on (B)(6) 2019 found the device was off. The device was reprogrammed and the therapy was resumed resolving the event without sequelae. The cause of the event was not provided. No further complications were reported or anticipated.